Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapies due to noise. Noise was present on ventricular channel. Lead was capped.